Event description:
It was reported that the male luer tip of a clearlink system secondary medication set broke off. This was observed during disconnection from the primary line. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The user facility submitted medwatch (B)(4) for this event. B3/d10 date: this was observed during an unspecified date of early january 2024; further described as "in the last week or so". E1: initial reporter address: (B)(6) the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The related medwatch report number 2300380000-2024-8005 was included in the corresponding h10 related report number field for this event. Should additional relevant information become available, a supplemental report will be submitted.